Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement had caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent dislodged from the balloon inside the guiding catheter. The dislodged stent was removed on the guide wire along with the guiding catheter. No additional event or patient information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.